Manufacturer narrative:
An event of difficulty retracting the valve into the delivery system was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Related manufacturer report number: 2135147-2023-02352. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
Related manufacturer report number: 2135147-2023-02352. It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. During loading of the valve, there were no crossed or misaligned stent struts, and there was no issue loading the valve into the delivery system. During procedure, the valve was deployed too high, and the valve needed to be recaptured. However, it was impossible to recapture the device. The deployment/re-sheath wheel was turned, and then the microadjustment wheel was turned, but the valve was unable to be recaptured. The valve was already deployed at approximately 30-40%. The delivery system and partially deployed valve were removed from the patient, and the iliac artery was damaged by the stent posts of the navitor valve. The implant procedure was aborted. The iliac artery was immediately surgically repaired. A blood transfusion was required, and hospitalization for the patient was prolonged. The patient status was reported as stable.